Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to address the occlusion alarms. Reportedly, the customer uses apidra insulin in their cartridge. The customer experienced blood glucose (bg) levels in the 300's mg/dl range and moderate levels of ketones. Supply changes and correction boluses were delivered to address the bg levels. The ketone levels were addressed with insulin and fluids. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.